Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead was oversensing noise that inhibited pacing. The lead was capped and replaced on (B)(6) 2021. The patient was stable post procedure.